Manufacturer narrative:
The navio camera intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed performance verification pv0002 rev c. The reported problem was confirmed. The illuminator fault error led was present when the camera was plugged in. The aak assessment was not able to be performed. The left side infrared illuminator is flashing however the right side infrared illuminator is not. The camera event log was evaluated. The event log shows the camera has thrown numerous illuminator fault errors. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿display or visual feedback problem¿ and "system hardware fault" and "functional - system hardware fault" identified similar events. The most likely cause of this event is an electrical failure of the illuminator board. The camera is an OEM part and cannot be further disassembled to arrive at a root cause. No containment or corrective actions are recommended at this time.our reference number: (B)(4).

Event description:
It was reported that during machine installation for a new navio lab/demo, the error "camera infrared lamp is not working properly. This may result in a limited field of view" popped on the screen. The steady amber led was also activated. No patient was involved. No other complications were reported.